Event description:
It was reported that during an ICD replacement, it was found that the lead had two areas of insulation damages. Hence, the lead was explanted.

Event description:
It was reported that during a gastric sleeve procedure, the reload didn't fire, and 4 different reloads didn't fire. The device was reported because all of the reloads were fired in a defect way. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasions from the inside out at several places. The appearance and positioning of the damage at 15 and 29 cm from the connector pin indicates that the lead body had abraded with another implanted device. Because of the abrasion, the rv cable had fractured over time at 29 cm from the connector pin.